Event description:
The catheter was placed through another MFR's sheath. At some point in time, the distal marker band came off the catheter. The catheter was removed and the dilator was inserted into the introducer sheath. The whole system was then removed. Upon examination of the sheath set, the catheter's distal marker band was found on the dilator's tip.